Event description:
Edwards received notification from our affiliate in (B)(4). As reported, a patient underwent an implant of a 26mm sapien 3 ultra valve, in the aortic position by right transfemoral approach. The esheath was introduced with some resistance due to patient factors, (calcification and tortuosity). Increased resistance was felt when the s3 ultra valve/delivery system was introduced. The operator was pushing the delivery system and on fluoro, it appeared that the valve was protruding from the esheath and the ds came out of the sheath partially. The valve could not be withdrawn back into the esheath, so the team decided to continue to push on the valve and pull the esheath at the same time. The valve tore the esheath all the way to the tip. Once the valve was free from the esheath, the physician was able to deploy the valve in the aortic position with a good result. As per medical opinion, the perceived root cause of the event was related to patient's anatomy with calcification in the curvature of the vessel. There was no patient injury.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Fluoroscopic and device-related photos were provided, and the following was observed: while in the patient, the crimped valve was protruding through the sheath suggesting a torn liner. After removal, the sheath liner was torn along the length of the shaft. A liner strand was also noted. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components, liner punctured, and sheath liner strand were confirmed through provided imagery. However, the complaint of difficulty introducing sheath was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. For the complaint of difficulty introducing sheath, per the complaint description, ''esheath was introduced with some resistance due to calcification and tortuosity''. Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. Per imaging evaluation, the sheath shaft was curved after removal from the patient, suggesting being subjected to tortuous bends in the patient's access vessel. In addition, calcification can also create a challenging anatomy for sheath insertion through contact and increased friction. As such, available information suggest patient factors (calcification, tortuosity) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. No corrective/preventative actions nor product risk assessment (pra) escalation are required at this time. For the complaints of resistance between system components, liner punctured, and sheath liner strand, per the complaint description, ''a lot of resistance was felt when the s3ultra valve was introduced. The insertion angle was about 60 degrees steep. Edwards logo was facing upwards during insertion of the delivery system. When the resistance was experienced, the delivery system was into the esheath about 10-12 cm from the valve. The loader was fully inserted into the sheath. Fellow was pushing the delivery system. On fluoro, it seemed that the valve protruded the esheath. The ds came out of the sheath partially. The distal and proximal part of the ds to the valve remained inside the sheath. Physician tried to pull back the valve but it was not coming back into the esheath. Team decide to continue to push on the valve and pull the esheath at the same time. The valve tore the esheath all the way to the tip''. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' As reported, the patient's access vessel had presence of calcification and tortuosity. Tortuosity can induce non-coaxial alignment between the devices, which can lead to friction and increased contact between the delivery system with crimped valve and sheath inner lumen. Likewise, the presence of calcification can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. It is then possible that a valve strut caught onto the liner while excessive device manipulation may have been applied to overcome the experienced resistance tearing the liner and leading to the valve to protrude through the sheath and result in the liner strand. As such, available information suggests that patient (calcification, tortuosity) and procedural (valve caught on liner, excessive manipulation) factors may have contributed to the complaint events. No labeling/IFU deficiencies were identified. A pra has been previously initiated to capture the product risk assessment and a CAPA was previously initiated to capture further investigation and corrective/preventative activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.